Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital after experiencing chest pain, a chest x-ray revealed a possible perforation. Increased capture threshold was also detected. Lead repositioning was not possible as the helix would not extend after being retracted. The lead was extracted and replaced. No further information is available.